Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks for what was thought to be atrial fibrillation with rapid ventricular response which the device detected as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.